Event description:
The customer reported falsely elevated alinity I prolactin. The customer initially reported elevated qc and then reported an elevated patient result. The customer provided the following data: the prolactin result was 68 ng/ml., and when tested at another facility with the roche platform, the result was 27 ng/ml. There was no reported impact on patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Additional information can be found in sections a1 patient identifier and b5 describe event or problem.

Event description:
The customer reported falsely elevated alinity I prolactin. The customer initially reported elevated qc and then reported an elevated patient result. The customer provided the following data: the prolactin result was 68 ng/ml., and when tested at another facility with the roche platform, the result was 27 ng/ml. There was no reported impact on patient management. Update: the customer provided the following sample ID: (B)(4).

Manufacturer narrative:
The data and information provided by the customer were reviewed and supported the complaint issue without indication of any additional issues. A ticket search by lot indicates that the reagent lot 71151ud00 performs as expected for this product. A review of tracking and trending for the alinity I prolactin assay did not identify any related trends related to the complaint issue. A review of the device history record did not identify any non-conformances, potential non-conformance or deviations with the complaint lot and complaint issue. Accuracy testing was completed utilizing an in-house retained reagent kit of the complaint lot. All specifications were met indicating that the lot is performing as expected. A review of labeling was performed and found to sufficiently address the customer's issue. Based on this investigation, no systemic issue or deficiency was identified with the alinity I prolactin reagent, lot number 71151ud00.

Event description:
The customer reported falsely elevated alinity I prolactin. The customer initially reported elevated qc and then reported an elevated patient result. The customer provided the following data: the prolactin result was 68 ng/ml., and when tested at another facility with the roche platform, the result was 27 ng/ml. There was no reported impact on patient management. Update: the customer provided the following sample ID: (B)(6).